Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of abnormal power cable disconnect alarms and an increase in the backup battery use count were not able to be confirmed. The submitted and downloaded controller log files were reviewed. The event log files collectively contained approximately 13 hours of information on (B)(6) 2024 (0:40:00 to 13:04:04 per timestamp). While the driveline was connected to the controller in this timeframe, no atypical alarms were observed and the pump maintained a speed within the expected range without issue. The periodic log files contained intermittent data points spanning from (B)(6) 2024 to (B)(6) 2024 (per timestamp). The backup battery use count did not increase during this timeframe. The returned heartmate 3 system controller (serial number (B)(6)) operated as intended throughout all testing and was able to support test equipment for an extended period of time without issue. The root causes of the reported events could not be conclusively determined through this evaluation. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and no external power alarms. The heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had power cable disconnect alarms in combination with the emergency backup battery (ebb) in use while they were connected to fully charged batteries. Log files were downloaded for review but the alarms could not be confirmed as the timeframe was overwritten. The batteries and battery clips had already been replaced prior to the event, so the system controller was exchanged.

Manufacturer narrative:
B5 - narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that after the system controller exchange, no more alarms were reported.